Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Sample evaluation: received one sample of easypump ii lt 270-54-s-EU/sa without original packaging. The batch number on the big bottom cap of the sample was 23d17ged9r. Upon received, no solution was found inside the sample, and the triangle tube of the sample was found to be cut off. The clamp, filter, microbore tube, and patient connector of the sample were not returned. The filling port of the sample was closed with discofix cap. Investigation results: the flow rate report of the affected batch 23d17ged9r was reviewed. Results: for final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between -5.85% to 4.70%, which is within the specifications. To further confirm whether there is leakage from other parts of the returned sample, the sample was clamped at the triangle tube and filled with solution. No leakage observed from the remaining part of the sample. Further inquiry was carried out to clarify the contradiction in the statement from customer side. It was said that there was a cut in the sample and the infusion finished in 4 hours instead of 54 hours. Additionally, it was mentioned that the pump was able to infuse for 4 hours during the infusion and no abnormality was observed during the pump preparation. Hence, the cut could not be originated from manufacturing process of the pump. The cut end on the triangle tube from the returned sample was observed, the cut is sharp and neat. No picture or more information was provided regarding the cut mentioned by customer. Besides, the sample was incomplete therefore no further investigation could be carried out to confirm the fast flow rate as mentioned by customer. To note:- if fast flow rate happens during application, it might be due to one or combination factors that are listed as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5ml/hr to 5.9ml/hr. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folder outer shell according to IFU, the outer layer has to be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Conclusion: as the returned sample was incomplete and further investigation on flow rate was unable to be carried out, therefore we considered the complaint as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: when did the failure occur: during therapy. The pump has already run completely empty after 4 hours. The tube is torn. Background information on the complaint: the pump ran in 4 hours instead of 54 hours. The total dose of the drug 5fu was 4,500 mg. Customer asks if we have a recommendation for action. For example, the FDA recommends an emergency drug for the USA. As we are not the manufacturer of 5fu, we are not allowed to provide any information on this (according to marketing, mrs havemann). I have informed the custoer, that he needs to contact the manufacturer directly about a possible antidote or look in the technical information. When the pump was connected, everything was inconspicuous and in order. After the end of therapy, the patient went home and, according to her own information, lay down and slept in the afternoon. When she woke up in the late afternoon or early evening, the pump was already empty. However, she did not come to the hospital. She only did so the next morning and told us that her pump was empty. And it was. When we went to remove the pump, we noticed that the tube had been cut off. The patient had not noticed it beforehand or, according to her own statements, it was still attached in the morning at home. There was also nothing wet anywhere. Unfortunately, we didn't think that far ahead and disposed of the rest.